Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly, which caused the pump to shut down. The customer's blood glucose (bg) was in the low 200 mg/dl range. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.